Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button dome switch. Inspected lcd connector and no unlocked connector noted. The insulin pump passed functional testing, including the operating currents test, self-test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump had cracked case at display window corner and minor scratched display window.

Event description:
It was stated via phone call that the insulin pump buttons are sticking. Customer stated he tried to enter information and his pump will go back to blank screen. Customer's insulin pump is timing out while entering information and he had to remove sensor due to blood. The customer's blood glucose was unknown. The customer's blood glucose was unknown. Advise that the insulin pump will need to be replaced, discontinue and revert to back up plan.